Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due noisy signals. No additional information is available at the moment. No additional adverse patient effects were reported.